Event description:
During an infusion of prbc's at 150 ml/hr to an elderly male, an infiltration developed in the arm of the pt resulting in significant swelling. The IV was discontinued and the infusion pump was removed from the pt use. No medical or surgical intervention was required.